Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified curved opening, flat creases, yellow and blue particles, and delamination of valve. A leak test was performed which found one opening and delamination of the valve. A microscopic analysis identified a curved striated opening on the radius side assessed as surgical damage, and total delamination of the diaphragm flange disk assessed as adhesive failure. Based on the device analysis the final assessment is a curved striated opening assessed as surgical damage, and delamination of the diaphragm flange disk assessed as adhesive failure.

Event description:
Healthcare professional additionally reported "the implants were soaked in hypochlorous acid," "the pocket was irrigated with hypochlorous acid," and "the deflated devices moved on the left."